Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip was missing scale marking. No serious injury or medical intervention was reported.

Event description:
It was reported that bd syringe with bd luer-lok tip was missing scale marking. No serious injury or medical intervention was reported.

Manufacturer narrative:
Three samples were returned for analysis. One sample had double print on the scale, and two samples had no print on them therefore failure mode is verified. Double print is caused by lack of pressure between the print pad and the syringe, if syringe rotates as it gets printed, it can cause double print appearance. Missing print is potentially caused by the printer being low on ink at the time. No corrective actions required at this time, defect rate within allowed limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.